Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the complaint history identified other similar incidents from this lot. The investigation determined the reported difficulties appears to be related to a potential product quality issue. The treatment appears to be related to the operational context of the procedure. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified coronary lesion. The copilot from the guide wire accessory kit allowed an unspecified guide wire to easily pass through. However, an unspecified balloon catheter had difficulty being inserted into and met resistance advancing in the copilot. Another copilot was used to complete the procedure. This event prolonged the time of procedure and radiation exposure to the patient. There were no reported adverse patient effects. No additional information was provided.